Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a bent grip tang near the base of the grip tip. This causes the hinge to not work properly. Further inspection found the grip tip to be bent. The probable root cause was attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments. Additional observation related to the customer's complaint: the instrument was found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 0.84mm. The grips were not found to be cracked. The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument joint was catching tissue. The customer noted that the hinge was not working and the instrument was not articulating. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the following information from the customer: the customer clarified that the tissue was caught at the instrument pulley. The tissue was released by opening and closing the instrument jaws several times without any tissue removal. There was no bleeding that occurred due to the reported incident. The motion issue was clarified to be static movement, and the cannula was not removed with the instrument.